Manufacturer narrative:
(B)(6). Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted from the crimped profile. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02feb2021. It was reported that the stent could not cross the lesion. The 92% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery with the length of 30-32mm and the diameter of blood vessel was 3.5-4.0mm. A synergy ous mr 3.50 x 32 stent was advanced for dilatation. During a percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.